Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump's reservoir received air bubbles and because of that customer had high blood glucose level. Customer stated that air bubbles coming event after cleared it out. No harm requiring medical intervention was reported. The insulin pump will be returned and the reservoir will not be returned for the analysis.